Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump passed the unexpected re-start error test. There was no unexpected restart alarm noted. The insulin pump was received with normal operating currents. There was no unexpected battery out limit noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corners, belt clip slot, battery tube threads and reservoir tube lip.